Event description:
Hill-rom received a report from the account stating that one of the cogs on the gear rack detached on the right side. The lift was in use when the cog detached. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the security screw was too short. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the gear rack set and friction plates to resolve the issue. Based on this information, no further action is required.